Event description:
Pt presented post-operatively with pain and laxity. Revision surgery occurred to re-position the tibial tray and exchange the poly inserts with a new insert of a larger thickness.

Manufacturer narrative:
Pt presented post-operatively with pain and laxity. Revision surgery occurred to re-position the tibial tray and exchange the poly insert with a new insert of a larger thickness. Review of the device history record indicates that the device was manufactured to spec.